Event description:
It was reported that an unspecified spectrum pump displayed the name of a care area but would not display the name of a drug. It was reported that after selecting protonix from the drug library, the pump did not display the name of the drug. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an eval could not be completed. If a device is returned, a eval will be completed and a supplemental report will be submitted.